Event description:
The customer reported only 57 of the 133 pic ix alarms are registered. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer and retrieved the clinical audit logs for the requested timeframe for evaluation. Upon evaluation of the clinical audit logs, the rse could not confirm the reported issue. Alarms were sent to both the central station as well as to the client. The logs were sent to the biomed customer for review and to verify if there was any other issue on the department. The customer stated they will open a new case if the issue is seen again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).